Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this neurostimulator underwent a revision due to their device migrating. The patient was prescribed antibiotics by their physician due to discomfort, pain and a burning sensation at the battery site. The patient's symptoms still improved since being implanted. There were no additional patient complications.